Manufacturer narrative:
(B)(6). Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing.¿ a ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The soda lime canister was replaced. (Waiting for date of MFR)

Event description:
The hospital reported that, during a case, difficulty in ventilation was noted. There was no reported patient injury.